Event description:
Butterfly needles have a hole in the tubing. This was discovered while obtaining this patients am labs. Blood started to spray out of the tubing and we were unable to fill the blood tube with it. Multiple butterfly vacutainers were checked and any with the lot number listed above had an observable hole. Pts blood work was able to be obtained with a different lot number.